Event description:
It was reported that a patient experienced a dental implant loss.

Manufacturer narrative:
Therefore, because a serious injury resulted, this event is reportable per 21 cfr part 803. The device was not evaluated because the issue is a known inherent risk of the device. We will continue to track and monitor the trend.

Manufacturer narrative:
Additional FDA coding being added after investigation of device. Adding additional investigation conclusions code 50. This is a follow up report to add this additional code. FDA coding that was initially reported in the initial report for medical device problem code is being corrected from code 1863 to 2408. This is a follow up report to correct this code.